Event description:
It was reported that the spinal cord stimulation (scs) system was explanted for an unspecified reason. The location of the implantable pulse generator (ipg) is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.